Event description:
It was reported that the user ran out of insulin, disconnected the ilet, and experienced difficulty attaching the infusion set due to dexterity and learning challenges, remaining without insulin for approximately 6.5 hours with a reported blood glucose of 213 mg/dl, and delaying manual injections until removing the prior site. The user was advised to stay disconnected and use subcutaneous insulin via pen and declined follow-up while planning to resume backup therapy. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified and an improper or incorrect procedure noted; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. An additional conclusion was that an unintended use error caused or contributed to the event. The user was reminded of the availability of support and scheduled for in-person training.

Manufacturer narrative:
Initial